Event description:
Bilateral patient is seeking legal action. No additional information is available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.